Event description:
Note: this report pertains to one of two resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for post-emr defect closure during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not detach from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not detach from the catheter. Block h11: the returned resolution ultra clip device was analyzed, and during visual inspection it was found that the device was returned with the clip assembly detached and with evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip would not detach from the catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for post-emr defect closure during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.